Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked from the tubing near the pump during use. The following information was provided by the initial reporter: "infusion tubing was leaking at the area of the tubing that goes through the alaris infusion pump"

Manufacturer narrative:
Initial reporter phone#: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5111345. Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking around the pump segment could not be verified due to the product not being returned for failure investigation. Device history record review for model 11532269 lot number 22035678 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.